Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: lead. Product ID: 3887-56, lot# *uk6152324, explanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that they had a removal and reposition of the leads in (B)(6) 2008. There were no related patient symptoms reported, and the indication for use was epidural fibrosis and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.